Event description:
It was reported that this patient had a cardiac tamponade with hypotension after a cardiac resynchronization therapy defibrillator (crt-d) was implanted with this right ventricular (rv) lead. Pericardiocentesis was performed to drain the fluid. The patient's device was interrogated, and the rv lead was found dislodged. The rv lead was repositioned, and the right atrial (ra) lead was given more slack. The procedure was completed successfully. The patient then represented at the emergency room with another cardiac tamponade. The ra lead is suspected as the issue. The ra lead will be repositioned. At this time, both the rv and ra lead remain in service. Additional information advised the cause of the cardiac tamponade is unconfirmed at this time. The ra lead is currently being observed and remains in service. There were no additional adverse patient effects reported.